Event description:
On (B)(6) 2013, the patient reported the infusion device did not properly provide an e4 occlusion error. She had used the infusion device for 1 week and had previously received 2 e4 occlusion errors. She detected the last occlusion when she woke at 2:00 a.m. On (B)(6) 2013, and the infusion device had not provided an error message. She removed the headset and found the cannula was bent. The headset had been in use since 8:30 p.m. On (B)(6) 2013. Her blood glucose was around 382-392 mg/dl, and her target range is 80-120 mg/dl. She vomited and had a moderate/high ketone measurement. She drank water and continued to test her blood glucose, and she did not require treatment from a second party or healthcare professional. The alleged infusion set was discarded, and the infusion device was requested for evaluation. She declined to have a replacement device sent.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.